Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200429 - file-2020-00502_analysis_and_closure_report_resp-2020-00517.pdf]

Event description:
On (B)(6) 2020, the subject was implanted together with vega atrial and ventricular leads. The patient was pacemaker-dependant. The ventricular lead was implanted in ventricular outflow tract. The patient¿s atrium was very deteriorated, so after several unsuccessful attempts to find a suitable place, the atrial lead was implanted in a position with important farfield sensing but with good atrial sensing. The patient was in complete atrioventricular block (avb) with a temporary pacemaker at 30bpm. After the leads were connected to the pacemaker and when placing it in the pocket, the device was inhibited and the temporary pacemaker paced at 30bpm. The pacemaker was removed from the pocket and started pacing. This behavior happened several times. Polarities were reprogrammed to unipolar and then to bipolar, with the same result. After a while, the inhibition reportedly occurred in any case, with the pacemaker both inside and outside the pocket. The pacemaker was finally programmed in vvi, pacing mode that worked normally. On (B)(6) 2020, a follow-up was performed and the device was reprogrammed to ddd as there were no more inhibitions, and measurements were correct. Later in the morning, another follow-up was performed and no pauses were detected. A follow-up is scheduled on (B)(6) 2020.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, the subject was implanted together with vega atrial and ventricular leads. The patient was pacemaker-dependant. The ventricular lead was implanted in ventricular outflow tract. The patient¿s atrium was very deteriorated, so after several unsuccessful attempts to find a suitable place, the atrial lead was implanted in a position with important farfield sensing but with good atrial sensing. The patient was in complete atrioventricular block (avb) with a temporary pacemaker at 30bpm. After the leads were connected to the pacemaker and when placing it in the pocket, the device was inhibited and the temporary pacemaker paced at 30bpm. The pacemaker was removed from the pocket and started pacing. This behavior happened several times. Polarities were reprogrammed to unipolar and then to bipolar, with the same result. After a while, the inhibition reportedly occurred in any case, with the pacemaker both inside and outside the pocket. The pacemaker was finally programmed in vvi, pacing mode that worked normally. On (B)(6) 2020, a follow-up was performed and the device was reprogrammed to ddd as there were no more inhibitions, and measurements were correct. Later in the morning, another follow-up was performed and no pauses were detected. A follow-up is scheduled on (B)(6) 2020.

Event description:
On (B)(6)2020 , the subject was implanted together with vega atrial and ventricular leads. The patient was pacemaker-dependant. The ventricular lead was implanted in ventricular outflow tract. The patient¿s atrium was very deteriorated, so after several unsuccessful attempts to find a suitable place, the atrial lead was implanted in a position with important farfield sensing but with good atrial sensing. The patient was in complete atrioventricular block (avb) with a temporary pacemaker at 30bpm. After the leads were connected to the pacemaker and when placing it in the pocket, the device was inhibited and the temporary pacemaker paced at 30bpm. The pacemaker was removed from the pocket and started pacing. This behavior happened several times. Polarities were reprogrammed to unipolar and then to bipolar, with the same result. After a while, the inhibition reportedly occurred in any case, with the pacemaker both inside and outside the pocket. The pacemaker was finally programmed in vvi, pacing mode that worked normally. On february 18th, 2020, a follow-up was performed and the device was reprogrammed to ddd as there were no more inhibitions, and measurements were correct. Later in the morning, another follow-up was performed and no pauses were detected. A follow-up is scheduled on march 19th, 2020.

Manufacturer narrative:
Please find attached the revised analysis report.